Event description:
The advocate stated that she called the paramedics because the customer was incoherent. The customer's blood glucose was tested using her breeze meter and the reading was 67 mg/dl. The customer's glucose was retested within a minute using the paramedics meter and the reading was 33 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer was treated with glucose and given something to eat. No other information was provided about the event. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.